Event description:
It was reported that the device tamper switch was not working. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch was not working. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper switch broken was confirmed. ¿on 10-october-2024, pcu was received unboxed and with paperwork. ¿visual inspection has confirmed the stated issue, tamper switch broken. ¿tamper switch connector had a pin that wasn¿t seated. Reseated pin and verified asm keypad test passed. ¿device to be returned to san diego repair center for processing. ¿no repair required by bd san diego repair center. ¿failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of tamper switch broken was confirmed. ¿on 10-october-2024, pcu was received unboxed and with paperwork. ¿visual inspection has confirmed the stated issue, tamper switch broken. ¿tamper switch connector had a pin that wasn¿t seated. Reseated pin and verified asm keypad test passed. ¿device to be returned to san diego repair center for processing. ¿no repair required by bd san diego repair center. ¿failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device tamper switch was not working. There was no patient involvement.